Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including but not limited to, pain, discomfort, difficulty ambulating and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, disfigurement of hip, permanent damage to hip, mobility loss, loss of range of motion, physical pain and mental anguish. Primary surgical report noted 600cc of blood loss. Medical records reported pain, limp, discomfort, and complaints of blurred vision, vision loss, ringing in ears and loss of hearing. Revision surgical report noted tissue and abductors swollen and blackish discoloration due to metallosis, osteolysis at greater trochanter, corrosion at trunnion, wear at posterior trunnion from impingement on cup, cup had no bony ingrowth but was not grossly loose, and 2 small cysts posterior and anterior on acetabulum. Harms updated and stem added to complaint for corrosion and impingement. The complaint was updated on: may 31, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address adverse tissue reaction causing blackened tissue in the joint, pain, metal wear, and cup loosening.